Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the angiojet ultra system console shut down abruptly during the procedure. An angiojet ultra system console was being used for a thrombectomy procedure when the console abruptly shut down after a few minutes of aspiration run time. The procedure was stopped and could not be completed as planned. There were no reported patient complications.